Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was lethargic and had a blood glucose (bg) level of 235 mg/dl. Customer loss consciousness and was taken to the emergency room. Customer was in the emergency for "a few minutes", and subsequently admitted to the intensive care unit (ICU) for diabetic ketoacidosis. Ketones were in 90% of the customer's body and determined to be life threatening. Reportedly, the customer almost died. Customer did not recall what bg level was upon arriving to the emergency room or ICU. The cause for the reported issue was unknown; however, the customer did not believe the pump or supplies were the cause. Customer was treated through intravenous insulin and medication for nausea. Treatment received while the customer was hospitalized resolved the reported issue, and the customer was released from the hospital the following day. Reportedly, upon being released from the hospital, the customer still had traces of ketones. There was no physical permanent damage to the customer; however, the customer was "mentally traumatized" due to the reported issue.